Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary was displaying an incorrect time. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 23-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system time zone settings were incorrectly configured. A technical support specialist accessed the station remotely and confirmed it was stalled at the windows login screen. The specialist logged in using the administrative account, adjusted the system time zone settings, enabled the auto login for cfnapp option within the station config utility, and rebooted the station. After reboot, the medapplication launched successfully. While connected remotely, the specialist also resolved an ongoing issue with the label printer reported by the customer. The customer confirmed the resolution and agreed to close the case. The system functioned as intended after the technical support specialist resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary was displaying an incorrect time. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. However, there were no adverse events or injuries reported based on this event.